Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that the patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. It was reported that the patient underwent mesh revision/removal on (B)(6) 2006, due to vaginal mesh erosion. On (B)(6) 2012, the patient underwent a bard mesh implant due recurrent pop and sui. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 04/18/2016.

Manufacturer narrative:
Date sent to FDA: 04/08/2016.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This MFR #2210968-2016-00052 follow up 1 has been submitted upon request from FDA to submit a missing MFR MDR report. Additional information: a2 the following additional information was received: age 43 no additional information was provided.